Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (01)10886705030309(10)7l74477(17)incomplete the expiration date is currently unavailable. Investigation summary: according to the information received, it was reported that during a subscapularis repair two 4.75 healix advance knotless br broke. No surgical delay or patient consequences reported. No fragments were generated. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. A manufacturing record evaluation was performed for the finished device lot number: 7l74477, and no nonconformances were identified. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot (B)(4). Lot/sn: (B)(4). There was no non conforrnance regarding this lot manufacturing date:(B)(6) 2021, release date:(B)(6) 2021, expiry date: 31 dec 2023, quantity: 295.

Event description:
It was reported by sales rep via phone that during a subscapularis repair two 4.75 healix advance knotless br broke. No surgical delay or patient consequences reported. No fragments were generated. Procedure was completed with same product replacements. Devices were discarded by staff.